Event description:
A us distributor contacted zoll to report that a patient¿s pre-existing stitches were irritated under the lifevest equipment. Patient described the area as bruised and irritated on the left side of the body. There was no alleged device malfunction contributing to the irritation. The patient¿s removed the stitches. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.